Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to boot up. Review of the system log file showed that there were no errors in the pdu and pdu fan tray and dcps (direct current power supply). Upon troubleshooting fse found that pdu fan tray was defective. To resolve the issue, fse replaced pdu fan tray. The defective pdu fan tray was returned to philips for analysis and found the failure due to electric overstress. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.